Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a customer reported difficulty taking readings on their cardiomems patient electronics system (pes). The patient confirmed no recent changes to the environment of the pes, no devices nearby, and that it was on a regular mattress while plugged directly into a wall outlet. The patient was hooked up to a left ventricular assist device (lvad) battery pack. The pes was turned on, and started reading without patient, white 0, cancelled reading. The patient's normal position is more right shoulder centered, with the battery pack as far as possible from the pes. Reading and transmission were successful in usual position. The cause of the problem was determined to be electromagnetic interference. The solution was to move the lvad battery pack further away. No further remote care technical support (rcts) action was required and no replacement was needed.

Manufacturer narrative:
Section g3: the initial report was submitted with an incorrect aware date of 10sep2024; the correct aware date is 09sep2024. Manufacturer¿s investigation conclusion: the reported difficulty taking readings due to electromagnetic interference could not be confirmed through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6, "patient care and management," warns the user that if a patient receives a hm 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Section 4, "system monitor", and section c, "safety testing and classification," state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the lvas with other devices, resulting in potential interference between the lvas and other devices. Section c, "safety testing and classification," states that the hm 3 lvas can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.